Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
An opened, unused, proglide device was returned to abbott vascular and preliminary device analysis was performed. Functional testing found the swage end of the posterior needle tip was caught in the posterior foot pocket. The posterior needle tip engaged with the posterior cuff and the anterior cuff disengaged from the anterior needle tip. A device in this condition, if used in a patient, would not achieve hemostasis.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned unused sterile device. The anterior needle detachment from the anterior cuff during plunger retraction. The observed needle to cuff detachment appears to be related to inadvertent deployment technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.